Event description:
During sigmoid colon anastomosis, the bedside assisting surgeon noted a defect/hole after looking at the distal anastomotic ring. While examining the eea stapler in use, the spike that connects to the anvil was found to retract instead of staying stable. After this discovery, the attending surgeon made the decision to oversew the anastomosis with suture.